Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The risk management files were reviewed and no new files were identified.

Event description:
M6-c device explanted. No clinical reason provided. The device was explanted. The device was not intact at the time of removal.

Manufacturer narrative:
The device was received grossly intact. Light mechanical damage on the outer surfaces in the anterior quadrant of both endplates, which were consistent of removal damage. The device did not fail mechanically, as the device was noted to be intact and had not failed at the time of removal. Therefore, the failure of this procedure was likely due to heavy coughing from covid during the early post-implantation period, in which swallowing had become difficult and a CT revealed anterior device migration, prior to achieving sufficient bony fixation that led to the device migration.

Manufacturer narrative:
The device has been returned, and is under investigation. The limited radiographic images provided were reviewed by spinal kinetics medical advisor. At the disc replacement level, there is the appearance of anterior translation of the superior endplate. There also appears to have osteolytic changes. The radiographic images provided were difficult to determine and evaluate.